Manufacturer narrative:
Device used for treatment not diagnosis. (B)(4). (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: after a spine surgery on (B)(6) 2009 at (B)(6), one rod has slipped out of the hilt of the screws. The left-side distal connect has slipped out of the bar. The patient has pain (pseudoarthrosis) up to reoperation on (B)(6) 2009. The surgeon reported that during the revision surgery, the locking screw had loosened from the screw head causing the rod to slip out of the screw head. This report is for one clickx lockcap f/498.571 tan. This is report 5 of 7 for (B)(4).